Event description:
It was reported that failure of the glue to be release on to incision, just wouldn't come out of the ampule. Tried three of them and out of the three, two had little to no liquid coming from the tip.

Manufacturer narrative:
It was reported that failure of the glue to be release on to incision, just wouldn't come out of the ampule. Tried three of them and out of the three, two had little to no liquid coming from the tip. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.